Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) indicated they were unaware the patient had broken her ribs. It was stated the pumps were not known to break ribs and if the patient thought her pump was related, they assumed she would have come to see them. No further information was able to be obtained.

Event description:
Information was received from a consumer regarding a patient who was previously receiving morphine of unknown concentration at an unknown dose rate and bupivacaine with unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that a broken rib occurred because of the pain pump in (B)(6) of 2015. The date (B)(6) 2015 is considered an approximate date of event. As of (B)(6) 2016, the pump was currently administering morphine with concentration 20 mg/ml at a dose rate of 9.3 mg/day and bupivacaine with concentration 5 mg/ml at a dose rate of 5.001 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.